Manufacturer narrative:
Additional manufacturing narrative: the returned rad-97 passed visual inspection as no external damage was observed. During testing, it was noted the capnography module peripheral cable was disconnected from the capnography port. This issue resulted in the capnography module continuously running even with no sampling line connected. This issue can also cause the device to not alarm when the sampling line is disconnected. The cable was reconnected and the capnography module functioned as designed.

Event description:
The customer reported a delay in the capnography alarm. No patient impact or consequences were reported.